Event description:
Pt initially injured on 12/28/96 and underwent open reduction and internal fixation. The pt did not come back for follow up. The pt later removed his cast and came to the office on 4/21/97 with pain and swelling. He was admitted on 4/23/97 with a diagnosis of fractured right tibia with nonunion and failure of hardware. While in the hosp he underwent removal of broken screws, removal of metal plate and screws, repair of nonunion with a donor graft.